Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Transmission revealed episodes of non-sustained right ventricular oversensing. There was fine noise, which was due to myopotential oversensing. The noise appeared to line up with the p-wave and also t-wave, but the intervals were variable and sometimes the noise appeared before p-wave. Therefore, it was suspected to be myopotential oversensing. Programming changes were performed and no further alerts were triggered on merlin.